Manufacturer narrative:
A getinge stm was dispatched to evaluate the iabp unit. The stm conducted troubleshooting, no issues were found, the iabp was working properly. The iabp passed all functional and safety tests performed and was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a rapid gas leak alarm. No patient harm, serious injury or adverse event was reported.